Event description:
Received user facility medwatch# (B)(4) advising during a total laparoscopic hysterectomy and bilateral salpingoophorectomy, extensive lysis of adhesions procedure, the harmonic device had been tested prior to use with no issues and had been in use during the surgical procedure for approximately 45 minutes before the device alarmed. Re-adjusted grip on tissue and would not clear with adjustment of tissue. The device was removed from use, the machine was restarted and the handpiece on the device was being reattached when the scrub noticed the tip had broken off onto the back table. The pieces were saved and handed off the field and new device was obtained.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. [User facility medwatch# (B)(4)].